Manufacturer narrative:
Updated fields: h4, h6, h10. Corrected fields: d9 (date returned was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A pre-soak was carried out. The endoscope passed the waterproof test. The detergent used was wassenburg. The following areas were brushed points: biopsy channel, aspiration channel, and suction channel. The forceps elevator was not raised and lowered three times when submerged in detergent solution. The forceps elevator was not flushed. The distal end was brushed with the channel-opening brush and single use soft brush (B)(6). The distal end was flushed with (B)(6) (distal end flushing adapter). The automatic endoscope reprocessor (lde) used was a wassenburg and there was no fault noted with the device. The detergent and disinfectant used was wassenburg. All the channels connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with instructions for use. The device was dried by filtered compressed air. Plasma was used for endoscope storage. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated all channels of the scope were cultured and tested positive for less than 1 colony forming units (cfus)/ endoscope of microorganism. Overall, the results are in conformance with the requirements. The subject device was returned to olympus for evaluation. During inspection and testing, it was found the light guide rod lens was cracked. The bending section cover adhesive was separated and worn out. The switch button was incised and cut. The angulation did not meet standards. The biopsy channel had wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a routine control mandatory request by the french authorities, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming units (cfus) of an unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.